Event description:
The reason for call was the patient reported that their implant worked phenomenal the first year then stopped working. Patient had different representatives restart or reprogram their implant but the issue didn't resolve. Patient met with a representative probably maybe three to five years of having the implant in. Patient let the implant stay 'dead' for a year and kept eating the pain killers. After about a year or two patient wanted the implant to work so the representative came out to their house and jump started the implant then reprogrammed the implant. Patient mentioned they didn't have to pay for a neurologist back then but now patient did not have insurance. Agent understood this as patient no longer had a doctor for their implant. Patient was on pain killers for ten years and patient wanted to remove the old implant and just wanted to be out of pain and enjoy some quality of life. Patient mentioned they were scared to death of surgeries. Patient already had over two dozen surgeries. Patient inquired for help since the implant only worked the first year. Patient inquired since they didn't have any insurance and had to pay everything out of pocket, patient inquired for help. Agent reviewed warranty and redirected patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.